Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was on non-grounded patient cable which was not previously reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed pump stoppage events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. The submitted log file revealed a pump stop recorded on 24apr2019 at 6:33:47 am as well as additional pump stops recorded on 26apr2019 at 1:58:03 am, 2:48:24 am, and 3:27:54 am. Each pump stop had corresponding low speed hazard, low flow hazard and low speed advisories. All of the captured events occurred while operating on the power module. The patient remains ongoing on vad support. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was woken up by a low flow alarm on (B)(6) 2019 which resolved and did not reoccur. On (B)(6) 2019 the patient had three more episodes of low flow and was admitted to the hospital. The hospital staff suspected a condition for which an ungrounded patient cable is recommended. The patient received an ungrounded cable on (B)(6) 2019.